Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. (B)(4) - issue associated with comprising material(s) being pulled apart or into pieces by force, wrenching, or laceration.

Event description:
According to the reporter; after about 20min of use during a laparoscopic appendectomy, the seal seemed to be broken and air leaked. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.